Event description:
It was reported that the patient expired due to severe systolic congestive heart failure. It was also reported that the patient had coronary artery disease and cardiorenal syndrome. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found